Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp was planning to replace the ins. The patient was scheduled for surgery on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the battery was explanted and the patient wanted to keep it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a tractor accident about a year ago in which he fell off of the tractor. Patient stated that his stimulator battery site had been intermittently sore ever since and had discussed this with his hcp before he retired. It was reported the patient's usual back pain had worsened and was now worse than ever. Patient has an appointment with another hcp on (B)(6) 2019 to evaluate his worsening pain as well as the battery site. Rep to meet with patient at appointment to evaluate system. Issue not resolved at this time. No further complications were reported/anticipated.